Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. The physician suspected a tubing leak, but this was not confirmed upon explant. The aus was explanted and replaced. No patient complications reported.